Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k)# of 'similar device: k121430. As the device has not been returned the cause of the complaint could not be conclusively determined. The customer complaint was confirmed based on the customers¿ testimony. Prior to distribution all evo-fc-10-11-8-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evo-fc-10-11-8-b device of lot c1159520 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, ifu0062-4: ¿potential complications associated with ercp include stent migration.¿ from the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to an error in the original report. Report was initially sent as a 'malfunction' reportable event type report however as it was confirmed that intervention was required and stent was removed this is being corrected to a 'serious injury' reportable event type report. Initial complaint reported: it was reported that the evolution stent was noted to have migrated inside the choledocho. The stent was removed. The patient did not require another stent. Stent implant date: (B)(6) 2016. Stent explant: date: (B)(6) 2016.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k)# of 'similar device: k121430. As the device has not been returned the cause of the complaint could not be conclusively determined. The customer complaint was confirmed based on the customers¿ testimony. Prior to distribution all evo-fc-10-11-8-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for this evo-fc-10-11-8-b device of lot c1159520 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, ifu0062-4: ¿potential complications associated with ercp include stent migration.¿ from the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the evolution stent was noted to have migrated inside the choledocho. The stent was removed. The patient did not require another stent. Stent implant date: (B)(6) 2016. Stent explant: date: (B)(6) 2016.